Event description:
The patient reported the following: I developed tmj after using your aligners a while ago and now I'm dealing with lots of jaw pain, bite problems, and shifting issues. The 3d treatment was not accurate. My top teeth and my bottom teeth are not aligned to the center. After talking to my dentist, my bite on one side of my mouth doesn't properly sit well with my bottom teeth. One of my bottom teeth doesn't sit down properly with aligners. As soon as I remove them to eat they immediately start shifting, which hurts a lot because that specific tooth is incredibly sensitive. Additionally, when I try to put back my aligner since my tooth has already moved, I constantly have to apply pressure causing repetitive trauma to my teeth. It has been extremely difficult to eat and talk as my jaw is in a lot of pain. I floss every single day and the floss reaches down to my gum. I have to wear my aligners every single day because if I take them out I automatically start feeling a lot of shifting uncomfortable pain. I went to the dentist sometime in february and the dentist has also noticed some of these issues. I have attached a picture of how my top teeth are not aligned with my bottom teeth. This has incredibly taken a toll on my physical, mental, and oral health.

Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological condition related to tmj.